Event description:
It was reported that the head of the pituitary rongeur was cracked during use. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
(B)(4): device was not returned to the manufacturer for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.